Event description:
Customer reported that the locking between the inner and outer cannula of a 8cfn tracheostomy tube is loose. There was no pt harm reported.

Manufacturer narrative:
The sample associated to this report has not been returned for evaluation.